Event description:
In 2002 the end-user called disetronic and stated that pt was hospitalized for hyperglycemia (it was discovered that their site has pulled out of their body). In 2003 maersk medical a/s received the complaint, no sample returned.